Manufacturer narrative:
(B)(4). Batch # n93d9e. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the paper that seals the product (which involves the packaging) was torn and, therefore, the material was no longer sterile.